Manufacturer narrative:
Updated b5 and b6.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2021 with patient identifier (B)(6). It was reported that a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted with a complete laa seal and a deployed device diameter of 21.33mm. On the same day post index procedure, the patient experienced bleeding and oozing at the groin access site. The cerebrovascular doppler ultrasound revealed a right superficial artery pseudoaneurysm and a small hematoma. As a result, apixaban was recommended to be withheld for ten days. One day post index procedure, the patient was discharged on aspirin. Fifty six (56) days post index procedure, repeat duplex ultrasound imaging revealed that the pseudoaneurysm thrombosed and the event was resolved. It was further reported that the deployed device diameter was 21.3mm. Immediately post index procedure, the right groin site was stable without hematoma or bleeding, and the patient was recommended for discharged and continued aspirin for three months. Later that day, an open area less than a quarter inch was noted around the suture wound where the suture ends were not together. The area was bruised and a tomato sized lump was seen on the upper aspect of the wound , and rashes were noted, which was related to the patient's dye allergy. No active bleeding or drainage was noted. Eliquis was held for ten days, and compression was done manually with a sandbag and bandage. No transfusion was performed. Seven days post index procedure, the ultrasound lower extremity pseudoaneurysm revealed a right superficial femoral artery aneurysm with a 4mm aneurysm neck measuring 1.8x1.3x1.2cm and a small hematoma. However, the right common femoral artery and veins had normal waveforms. The repeat ultrasound doppler of the right groin 56 days post index procedure revealed a thrombosed pseudoaneurysm measuring 2.2x2.1x2.8cm, and there was no evidence of arteriovenous fistula. Triphasic flow was noted in the common femoral, superficial femoral, and profundal femoral arteries.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2021 with patient identifier (B)(6). It was reported that a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted with a complete laa seal and a deployed device diameter of 21.33mm. On the same day post index procedure, the patient experienced bleeding and oozing at the groin access site. The cerebrovascular doppler ultrasound revealed a right superficial artery pseudoaneurysm and a small hematoma. As a result, apixaban was recommended to be withheld for ten days. One day post index procedure, the patient was discharged on aspirin. Fifty six (56) days post index procedure, repeat duplex ultrasound imaging revealed that the pseudoaneurysm thrombosed and the event was resolved.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2021 with patient identifier (B)(4). It was reported that a pseudoaneurysm occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted with a complete laa seal and a deployed device diameter of 21.33mm. On the same day post index procedure, the patient experienced bleeding and oozing at the groin access site. The cerebrovascular doppler ultrasound revealed a right superficial artery pseudoaneurysm and a small hematoma. As a result, apixaban was recommended to be withheld for ten days. One day post index procedure, the patient was discharged on aspirin. Fifty six (56) days post index procedure, repeat duplex ultrasound imaging revealed that the pseudoaneurysm thrombosed and the event was resolved.